Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance and there was a confirmed fracture. It was also reported that there was oversensing of multiple high-rate non-sustained episodes. The pacing component of the rv lead was capped and replaced. The rv lead high-voltage coil remains in use. No patient complications have been reported as a result of this event.